Event description:
It was reported that this patient underwent a surgical procedure to remove their inflatable penile prosthesis (ipp) due to erosion. The device was also noted to no longer function. The ipp was removed without consequence and replaced with a tactra malleable prosthesis. The patient was reported to have fully recovered.